Event description:
Pt was found dead in home by neighbor. Event primary reported to user facility (B)(4) 2012, by primary care physician. Body was sent to county medical examiner's office for autopsy. Medical examiner's office contacted by this office immediately and we were informed that device was explanted, lead had been cut, ICD had not been deactivated and residual system had already been sent to another institution for analysis. Mfg company notified immediately. Company rep assisted with contacting outside institution to find device. Have communicated with mfg of biomedical dept of outside institution, ICD has been accepted by them and device is to be already interrogated by st jude rep and then will be sent to st jude for analysis.